Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a micro dislodgement that caused a patient syncope. The rv lead was repositioned at a surgical intervention and the patient is expected to fully recover. The rv lead remains in service. No additional adverse patient effects were reported.